Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damages.

Event description:
It was reported that the entire system was explanted due to infection. Re-implantation was anticipated. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2938836-2018-09141, 2938836-2018-09142, 2017865-2018-11076.